Event description:
It was reported that the generator was returned for general check and calibration. Alarm and system messages were received. There is no further investigation available. No reported pt consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The complaint was confirmed and to correct the issue the main pcb board was replaced. Also the unit was found to require: missing accessories completed, cleaned, calibrated and the label/overlay was replaced. After servicing the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.